Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported lines appeared on the screen of the central control monitor. The user reported the image was not stable on the screen. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.